Event description:
It was reported that this right ventricular (rv) lead was attempted during an implant procedure due to high out-of-range pacing impedance measurements measuring, greater than 3,000 ohms and noise. It was suspected that there was a lead conductor fracture. This lead was removed, and a new lead was implanted successfully. The attempted lead is expected to be returned for device analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was attempted during an implant procedure due to high out-of-range pacing impedance measurements measuring, greater than 3,000 ohms and noise. It was suspected that there was a lead conductor fracture. This lead was removed, and a new lead was implanted successfully. The attempted lead is expected to be returned for device analysis. No adverse patient effects were reported.